Event description:
It was initially reported by the customer on (B)(6) 2014 that outlook es infusion device caused an over infusion to the pt. Customer contact states medication being administered was ceftriaxone secondary (piggyback) infusion at a set rate of 200ml/hr with a volume to be delivered of 100ml. Customer contact states the nurse had positioned secondary infusion bag of 100ml one foot higher than primary infusion bag which contained 250ml of sodium chloride. Customer contact stated infusion ran in a matter of minutes. Customer reported that the pt experienced to adverse effect as a result of this reported issue.

Manufacturer narrative:
The complaint was not confirmed for the reported issue. Upon receipt of reported device from the customer, device underwent 3 volumetric accuracy evaluations with set rates of 100ml/hr with volume to be delivered of 1.8ml and 200ml/hr with volume to be delivered of 14.3ml for a total volume to be delivered of 16.1ml. These in accordance with customer statement and the review of the device operation log activity. The results of these evaluations were in specification with no free flow while device door opened or closed. Volumetric accuracy eval results: 1st test: 15.76ml or 97% of expected volume delivered. Second test: 15.68ml or 97% of expected volume delivered. Third test: 15.68ml or 97% of expected volume delivered. Device operation log review: the operation log show the secondary infusion start on (B)(6) 2014 at 12:44pm at the set rate of 100ml/hr with volume to be delivered of 100ml. Infusion was set on hold at 12:145pm with volume delivered of 1.8ml and the rate was adjusted to 200ml/hr with remaining volume to delivered of 98.2ml. Infusion was set on hold at 12:50pm with a set rate of 200ml/hr with remaining volume to be delivered of 83.9ml and a total volume delivered of 16.1ml.